Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited a significant rise in impedance and threshold measurements. During the lead revision procedure, it was discovered that at the time of the original implant, the rv lead was advanced too far distal in the ventricle and a micro perforation occurred. The lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.